Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller states patient tested 4.2 inr on the coaguchek xs system while a comparison lab returned as 3.13 inr. Patient's coumadin dose was adjusted based on lab value. No adverse event reported. Requested return of suspect system and replacement was sent.